Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not due to minimum fill issue. A correction bolus was delivered to address bg. A new cartridge was loaded to resolve the issue.